Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was ¿making a ticking sound¿ like a clock after swimming. Reportedly, there was no evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box data could not be downloaded for review due to moisture ingress. During a visual inspection of the pump, moisture was visible behind the display lens. The pump case was also found to be cracked in the upper right corner. A leak test was performed and failed due to the cracked pump casing. The pump case was removed and moisture was found on all internal surfaces.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.